Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel mrp 85. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin (B)(4) received a report that the display of the s5 control panel was unresponsive during a procedure. There was no report of pt injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 control panel mrp 85. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The unit was returned to livanova (B)(4) for evaluation. The service representative was able to reproduce the reported issue. The unit was cleaned and disinfected and the touch screen and accessories and the processor boards were replaced. Subsequent functional testing did not find further issues and the unit was returned to the customer. No further issues have been reported against this unit. A root cause for the defective touch screen could not be determined, as the device was inadvertently discarded. However, internal component damage is a possible cause. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.